Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead caused a suspected perforation. It was noted that the patient experienced tamponade and a pericardial window was created and pericardiocentesis was performed. It was also reported that an echocardiogram performed after the pericardial window procedure showed movement to the pericardium. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.